Manufacturer narrative:
The device was not returned for investigation. A follow medwatch will be submitted if additional information becomes available.

Event description:
A customer reported an issue with the valve. The report states that while priming, the medical staff found a particulate matter colored in black in the valve. The length of the particulate matter is about 2mm (about 0.3mm²).

Manufacturer narrative:
The device was not returned but a picture of the device showing the issue was sent. Review of the picture confirmed presence of particulate matter. Quest medical has implemented several controls to prevent this issue including maintenance of an iso class 8 manufacturing environment, employee gowning and uniform procedures, routine cleaning, batch to batch line clearance activities and manufacturing surface cleaning. Particulate count, temperature and humidity in the clean room is constantly monitored in accordance with internal environmental monitoring procedures. The root cause is unknown. As a proactive measure, quest medical has initiated a CAPA to further investigate this issue. No further supplements will be submitted unless new significant findings emerge.